Event description:
The blood glucose monitoring device is not reading accurately due to being hospitalized for 3 days and treated when symptoms did not match device results. Reporter stated feeling dizzy, disoriented, had impaired vision, and felt as if she would pass out when glucose was high (her device read 140 mg/dl); however emergency medical technicians (emts) device read > 200 mg/dl less than 30 minutes later. Reporter indicated being treated with insulin and treated at the hosp, type not provided, for high glucose and illness unrelated to diabetes. Reporter stated no controls were used and a request was made for the return of the suspect device and replacement product was sent.